Event description:
It was reported that the device exhibited a persistent primary audible alarm. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a defective main printed circuit board (pcb). The main pcb was replaced to fix the issue. The primary speaker was also replaced to eliminate the possibility of a primary audible alarm.

Event description:
It was reported that the device exhibited a persistent primary audible alarm. The initial report stated unknown patient involvement, however there was no patient involvement.